Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced an erosion and infection at the ipg site. In turn, surgical intervention was undertaken wherein the scs system was explanted to address the issue. No abbott representative was present during the explant. Unknown if antibiotics were prescribed.

Manufacturer narrative:
A patient experienced an erosion and infection at the ipg site was reported to abbott. Surgical intervention was undertaken wherein the scs system was explanted to address the issue. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.